Event description:
On 7/29/87 an ipp device was implanted. On 8/7/95 a connector was revised. On 2/26/97 the entire device was removed from the pt and replaced due to failure to inflate - fluid loss.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinder was functional. Cylinder had or damage. Tubing was functional.